Event description:
It was reported that froze on wire occurred. The greater than 79% stenosed target lesion was located in the left anterior descending artery. A 3.50 mm x 15 mm quantum? Maverick? Balloon catheter was selected for used. During preparation, it was noticed that the balloon catheter was entrapped on a non-boston scientific guidewire. The guidewire could not be pulled out. The procedure was completed with another of the same device. There were no patient complications reported, and the patient status was stable post-procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.